Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient abdominal pain and diarrhea post-op. Surgical intervention was undertaken wherein the system was explanted to address the issue.